Event description:
It was reported that the tip of the screwdriver fractured trying to tighten a screw.it was confirmed the procedure was completed.

Manufacturer narrative:
Zimvie complaint number (B)(4)